Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated that upon inspection after discontinuing the treatment that the tubing was dry but she noticed a drop of fluid inside the cycler. There is no known pt ill effect. On (B)(6) 2012 pdrn reports: pt does not report or demonstrate ill effects and received no antibiotics. Effluent has remained clear. There is a sample available for evaluation.